Event description:
It was reported the bronchovideoscope had no image. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: b5, d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event blackout and show no image may have been damaged by a shock to the distal end, or the output signal may be abnormal due to poor continuity, or both. Regarding to the event connection error display may have stopped appearing due to the signal that communicates the connection error not being transmitted properly. The inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during inspection of use.